Manufacturer narrative:
(B)(4). The device sample is reportedly unavailable at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the balloon ruptured after insertion. No medical intervention was required. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Device history review (DHR) could not be conducted since no lot number was provided. No actual sample was returned for investigation; therefore, the root cause could not be determined, and the complaint cannot be confirmed. However; manufacturer will continue to monitor and trend relating complaints.

Event description:
Alleged event: the balloon ruptured after insertion. No medical intervention was required. The patient's condition was reported as fine.